Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens. The surgeon placed a stitch through one haptic, but was unable to suture the other. Intervention was performed in order to remove the lens. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual inspection. Eval results revealed that the lens meets current specifications. No defects were found.